Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing was disconnected in the same spot that the previous line did. The end of the tubing has a white cap on it that they attached to the port tubing. The white cap comes off. There was no patient harm or no patient injury, and the event occurred while in use with patient at patient's home.

Manufacturer narrative:
H3: the device was received for evaluation. As received, the downstream connector asv valve of the extension set was missing from the sample. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. The extension set was observed to be correctly connected to the cassette luer. Upon closer inspection under magnification, evidence of excess solvent coverage was observed on the end of the exposed tubing. No additional damage or anomalies were noted. The complaint of separation for the cadd extension set was confirmed. The probable cause was determined to be a solvent application error at the tubing to asv bond during manufacturing in tijuana.